Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 (mg/dl). Customer ate a snack to stabilize bg level. Recommendation was made to discuss diabetes management with health care provider.